Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive, due to the nature of the submitted evidence. The product returned for evaluation was one photograph which depicted a 4fr s/l groshong catheter. The depicted device was assembled with a two-piece connector and implanted in a patient. Visible in the photograph was the connector and a portion of catheter shaft between the connector and the insertion site. No obvious damage/leakage was discernible in the photograph. While no damage or evidence of leakage was confirmed though examination of the returned photograph, the implicated device could not be thoroughly examined or functionally evaluated. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter placed this patient infected with hpv leaked liquid 3 days after placement. The catheter was rimmed and the extension tubing was attached to solve the problem. Catheter experienced repeated leaks 7 days after placement. The catheter was withdrawn. It was known that anti-inflammatory drug was infused into the patient, which did not cause damage to the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy0108 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter placed this patient infected with hpv leaked liquid 3 days after placement. The catheter was rimmed and the extension tubing was attached to solve the problem. Catheter experienced repeated leaks 7 days after placement. The catheter was withdrawn. It was known that anti-inflammatory drug was infused into the patient, which did not cause damage to the catheter.